Event description:
It was reported that during a lap nissen fundoplication procedure, the tissue pad on the device came off while the scrub nurse was cleaning the device with a sterile gauze between usage. Nothing fell into the patient's body. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 2/12/2009. Information anticipated, but unavailable at this time.